Event description:
This customer reported there was a failure to discharge via external paddles involving this defibrillator. The customer has reported that the device was not a factor in the patient outcome.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more information about this event.